Event description:
It was reported that the physician was unable to interrogate the patient's device. The physician attempted to interrogate with the automatic identification feature of the programmer, however the lights would not light. The physician observed that the magnet response of the pacemaker was voo at 100 paces per minute. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k cannot be determined. (B)(4).